Event description:
It was reported that a clearlink solution set had a cut in the tubing. This was noticed during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be due to improper placement of the set inside the cavity during the packaging process, causing the set to be caught by the molds/blades of the mold machine. A CAPA has been opened to address this issue. As a corrective action, the sensors of the machine were recalibrated and the operator was retrained. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for evaluation. Functional leak testing identified a leak approximately four inches below the drip chamber. Further visual inspection revealed that there was a half inch long cut in the tubing, confirming the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.